Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 pads were pulled from the pca. The root cause for the damaged c19 capacitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.